Event description:
Caller states that during a correlation study, the pt tested 2.0 inr on the coaguchek xs system and 2.5 inr on the coaguchek s system during duplicate testing. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The medwatch is for suspect device in the coaguchek xs system. Reference medwatch is for suspect device in the coaguchek s system.